Event description:
It was reported that the pt, implanted in 2001, was suddenly no longer having access to sound with her cochlear implant and referred that she had been using her implant with good results until approx one month ago. A device integrity test is scheduled, and re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.